Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 24, 2016 .(B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Visual inspection was performed on the returned sample, during which dried blood was noted at the umbrella valves. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was manually run through each of those tests to determine if the umbrellas were functioning properly and not allowing air to enter the valve. The sample was found to fail the negative relief pressure test. Although the sample was found to pass the other four tests, and was not found to leak externally from the part as reported, it is possible that blood dried within the sample during the event creating a seal within the part, and stopping it from leaking at the umbrellas during the investigation. The dried blood may also have caused the failure of the negative relief pressure test. Although, a definitive root cause could not be determined, this complaint is confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the one way valve was leaking. It is the valve located near the end of the 1/4" tubing that is used to prevent backflow from the aortic vent. Blood loss of 1 to 2cc's, product was changed out, procedure was completed successfully.